Manufacturer narrative:
Clarification to d4: upm2016043004 was reported but does not align with lot numbers and is likely an incorrect upm number.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral submental on (B)(6) 2018 and (B)(6) 2018 using a coolmini applicator who developed paradoxical hyperplasia (pah/ph) 2 months after the second treatment. Ph was diagnosed (B)(6) 2018 and was described as the fat was firm.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral submental on (B)(6) 2018 and (B)(6) 2018 using a coolmini applicator who developed paradoxical hyperplasia (pah/ph) 2 months after the second treatment. Ph was diagnosed (B)(6) 2018 and was described as the fat was firm.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral submental on (B)(6) 2018 and (B)(6) 2018 using a coolmini applicator who developed paradoxical hyperplasia (pah/ph) 2 months after the second treatment. Ph was diagnosed (B)(6) 2018 and was described as the fat was firm.

Manufacturer narrative:
Corrected data d1 - brand name.